Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -8.50 diopter, into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019. The lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial with foreign residue on the lens. Visual inspection found the optic bent with the haptic torn and bent as well as foreign residue on the lens. Claim# (B)(4).